Event description:
The customer reported that the system shut down during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.